Event description:
It was reported that a smiths medical tube becomes disconnected. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation- 100 unused samples were returned for evaluation. The devices were sampled for functional testing: during testing the devices were found to function as expected and meet with dimensional specifications. The returned devices were found to meet with specifications.